Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer medibo (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2012: damage found to the sling when in use. There is also a problem of label readability on in use sling which are laundered / wiped.